Event description:
Related manufacturing ref: 3005334138-2019-00042. During a pulmonary vein isolation procedure a cancellation occurred due to a difficult transseptal puncture. The brk needle wouldn't exit the sheath and difficulties were noted maneuvering the needle so a second sheath was obtained. Transeptal puncture was not possible with the second device so the sheath and needle were removed. Upon inspection, a hole was noted on the side of the sheath. The procedure was cancelled due to the device not being able to cross the septum. It is believed the issue was due to tortuous anatomy and not the device. There were no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device perforation remains unknown.